Event description:
It was reported that the patient underwent a posterior cervical discectomy and cervical fusion using rhbmp-2/acs. It was reported that imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2/acs was implanted. The patient developed bone overgrowth causing nerve compression, chronic pain, and radiculitis.

Manufacturer narrative:
(B)(4). (B)(6).